Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2017 with the following findings: during investigation, the display screen appeared dim and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored. This report is made based on results of investigation completed on 3/23/2017.